Event description:
Patient reported the events of right side ¿pulling pain¿, ¿capsule¿, ¿rupture¿, ¿numbness in the nipples¿, ¿calcification¿, ¿left breast slips up", patient additionally reported ¿jaw and tooth inflammation¿, ¿hair loss¿, ¿teary eye¿, ¿fatigue¿, ¿difficulty concentrating¿, ¿lack of motivation¿, and ¿mood swings¿; these events are unrelated to the device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Patient reported the events of right side ¿pulling pain¿, ¿capsule¿, ¿rupture¿, ¿numbness in the nipples¿, ¿calcification¿, ¿left breast slips up", patient additionally reported ¿jaw and tooth inflammation¿, ¿hair loss¿, ¿teary eye¿, ¿fatigue¿, ¿difficulty concentrating¿, ¿lack of motivation¿, and ¿mood swings¿; these events are unrelated to the device. The device was explanted.